Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. Customer reported that there was a delay to access medication, the length of delay was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and identified kernel power events, one of which occurred while the device as being used.  The technical support specialist replaced the device's database and performed a full synchronization. A field service engineer was dispatched, work order (B)(4), to inspect the device's backup battery. Backup battery confirmed operational. Customer verified device is operational. .

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding in the middle of a procedure causing a delay. The nature of the procedure was not disclosed. Customer reported that there was a delay to access medication but the length of delay was not reported. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding in the middle of a procedure causing a delay. The nature of the procedure was not disclosed. Customer reported that there was a delay to access medication but the length of delay was not reported. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 01-mar-2021 to 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an unexpected kernel-power event that occurred in event viewer. The technical support specialist suggests from findings that the internal battery may be faulty, which could be hindering the proper shutdown, performed database replace and full sync to resolve db corruption and set device back to useable state and a field service technician has been dispatched to test the internal battery, upon arriving at site performed diagnostics checks and no errors noted verified backup battery integrity. The system functioned as intended after being assessed by the field service technician.